Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 49 mg/dl and 52 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer reported that they treated low blood glucose level with food. The customer reported that the insulin pump did not consider the active insulin when she use the bolus wizard because her blood glucose went down after delivering bolus for lunch. The customer declined troubleshooting and stated that she will call back. The insulin pump will not be returned for analysis.